Event description:
It was reported that the inside of the shaver broke off into patient, but it was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.